Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device has been returned. Synthes is unable to determine a manufacture date without a lot number.

Event description:
During revision procedure for femoral subtrochanteric fracture in 2005, surgeon was using a flexible shaft with an 8.5 medullary reamer head but without a reaming rod. The reamer head fell off the shaft and lodged in patient's canal and surgeon did not retrieve it.